Event description:
It was reported that a patient presented to clinic for follow-up. Device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) had inappropriately shocked the patient due to incorrect interpretation of signal. No changes or intervention were performed. The patient condition was stable.